Event description:
Tandem tslim x2 diabetes insulin pump is constantly unpairing from my phone. I have taken this up with tandem and they 100% refuse to fix the software. This has been happening since mobile bolus was forced onto my device. In the last week this has happened no less than 5 times. The reason this is so significant is because the phone is the main interface for my insulin pump. I cannot make informed decisions about my health with the device not working as it should. Furthermore the app is causing other serious issues with my phone including issues with my dexcom g6 cgm app. This issue started happening after FDA approval was given for mobile bolus on android 12. Tandem has since forced this broken app update to android 13 and it is causing havoc with my insulin pump and cgm. What is going to happen is either my pump will malfunction and kill me, or it will cause serious long term health issues like blindness, amputation, or renal failure. Tandem needs to be held accountable for fixing this broken software on this life dependent medical device.